Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2015 with the following findings: the returned battery cap was unable to secure tightly to the pump and was difficult to remove. A test cap was able to tightly secure to the pump with no defects observed. Unrelated to the complaint, the battery compartment was found to be cracked to the left of the bumper at the threads. Also unrelated to the complaint, the display was found to be dim, faded and pink.